Manufacturer narrative:
Received 1 opened drainage bag only. The reported event was unconfirmed, as the problem could not be reproduced. The visual inspection noted no obvious defects. During the functional evaluation of the sample received it was tested under tm50030 (drainage test for customer complaint-catheters/drainage bags) by passing water through an in house 16fr. Catheter (not part of the samples received). Observed no drainage problems; the flow was continuous during the test on the sample received. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 64 seconds maximum. The results were the following: time to drain 250cc: 55 sec. The sample received reached the intended drainage indicated in tm50030 in less than 64 seconds. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not flow into the drain bag. It allegedly caused urine to back up in the tubing after voiding. In order to get urine to flow into the drain bag, the tubing had to be shaken. No medical intervention was required, and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not flow into the drain bag. As a results, it caused urine to back up in the tubing after voiding. In order to get urine to flow into the drain bag, the tubing had to allegedly be shaken. No medical intervention was required and no patient injury was reported.